Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the alarms would not turn off on the smart device. No additional patient or event information is available. Data was provided for evaluation. The reported alarms would not turn off on the smart device was confirmed via data. The root cause was determined to be transmitter failure alert display.